Event description:
2/2 reference (B)(4) for related complaints) second occurrence per email: writer had attached a cadd tubing (lot # 4235006) to the cadd pump, had spiked the med bag and was attempting to prime the line. Medication was not leaving the medication bag even though the pump was reading that the medication bag volume was decreasing. The same thing had occurred to writer fri april 8 but medication would go up to the fourth loop of the tubing but would not go any further. Both times, writer disconnected the tubing from the pump and attached a new set of cadd lines and pump then would prime lines with no concerns. Fri april 8, writer took picture of packaging and today writer took faulty lines back to home care office to see if lines were attached to a different pump, if the problem would continue. Writer completed same with different cadd pump and new saline bag noting problem continued. No person affected. Recurrent issue. No patient information is requested/ entered as this is considered confidential in (B)(6).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08939. The report was submitted in error.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on (B)(6) 2022 and attached to complaint object: updated user facility address and contact information in attribute h6: event problem and evaluation codes: updates not required. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: correction: d4: model number: field should be blank